Event description:
Not bear any weight on leg [weight bearing difficulty]. Walk on crutches/limping, not able to walk [gait disturbance]. Extreme pain at injection site in left knee/soreness/burning/deep ache at injection site [injection site pain]. Swelling in knee/knee had become the size of a grapefruit [joint swelling]. Slept for most of next 48 hours [somnolence]. Feeling "crappy" [feeling abnormal]. Plantar fasciitis [plantar fasciitis]. Low grade fever/temperature was 99 [pyrexia]. Case description: spontaneous report received on 31-may-2012 and 05-jun-2012 from a (B)(6) female pt with arthritis. The pt's medical history was significant for asthma and previous medical device implantation with synvisc in 2007 (aug/sep) in the left knee for arthritis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection once per week (dose and route not provided) in both the knees. On (B)(6) 2012, the pt received third injection of the synvisc. The lot number for synvisc was not provided. After receiving the synvisc injections, the pt slept next 48 hours. On (B)(6) 2012, the pt experienced synvisc flare. There was soreness and burning at the injection site and extreme pain and swelling at the injection site in the left knee only. The pt knee becomes the size of grapefruit. The pt had other bizarre reaction of low grade fever and her temperature was 99. The pt was having "crappy" feeling. On (B)(6) 2012, the pt received cortisone shot. The pt walked with crutches. She was not able to bear any weight on her leg and was limping. On an unspecified date, the pt developed plantar fascitis. The pain was worse each day and there was deep ache at injection site. The action taken with synvisc treatment was not provided. The outcome for the events of extreme pain at injection site in left knee/soreness/burning/deep ache at injection site, swelling in knee/knee had become the size of a grapefruit, walk on crutches/limping, not able to walk, not bear any weight on leg, slept for most of next 48 hours. Low grade fever/temperature was 99, feeling "crappy" and plantar fascilitis were not yet recovered. Concomitant medications were not provided. The intensities for the events of extreme pain at injection site in left knee/soreness/burning/deep ache at injection site, swelling in knee/knee had become the size of a grapefruit, walk on crutches/limping, not able to walk, not bear any weight on leg, slept for most of next 48 hours, low grade fever/temperature was 99, feeling "crappy" and plantar fascilitis was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06-jun-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.